Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a recharger antenna failure; the controller wouldn't power on when the recharger was plugged in. The device was scrapped due to failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that for the last 3 days they were unable to charge their implant. Pt said that this started on saturday. Pt said that the controller would say "no device found" and "please reposition". Pt said that they were pretty sure that their implant battery depleted because of being unable to charge. Pt mentioned that they already reset the controller numerous times. Pt also said they cleaned with alcohol; understood this as the pt cleaned their external equipment with alcohol. Had pt initiate charging session with their implant. Pt said they were able to connect to their implant with "excellent" charge quality. Pt said they weren't able to do this before the call. Pt mentioned being brought through passive recharge mode when trying to connect to their implant with the rtm the last couple of days. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Additional information received from the patient. It was reported that the patient tried to recharge their implant for a half hour and they could not get it to connect either standing or sitting. The controller said "recharge" and the light on controller turned green, but it did not say "good" or "excellent" for recharge quality. They were sitting in their recliner and the cord on the recharging antenna was getting hot to the point of burning their back- the patient clarified that they did not have any injuries from the cord and did not require medical attention, as they jumped up and stopped the issue. A replacement device was requested.